Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized for a low blood glucose of 20 mg/dl. The customer treated with food and a drink. The customer reported that the doctor agreed that the low was due to being too active too soon after heart surgery. The customer declined troubleshooting.